Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery oscillator device was not working properly and the device had an oil leakage. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay in a planned surgical procedure, or if a spare device was available for use. It was not reported if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During service and repair, it was determined that the locking knob was loose. It was noted that the handpiece had a loose locking turn knob. It was further determined that the device failed pretest for check the saw blade coupling. A review of the service history record indicates that the device had been returned previously for the same malfunction. It was determined that the cause was due to be improper construction and design. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. However, it is not possible to determine the root cause of the issue as there is not enough evidence to consider production / designed or repair as a root cause of malfunction. Therefore, the assignable root cause was not determined. It was further determined that the turning knob on the oscillation started to unscrew itself. A review of the service history record indicates that the device had been returned previously for the same malfunction. If additional information should become available, a supplemental medwatch report will be submitted accordingly.